Event description:
Surgical staff report celon pro wand wasn't working properly. Wand was beeping at start of use indicating it was done coblating when it hadn't started yet. Staff attempted to troubleshoot issue. Surgeon involved is new to using this device and staff felt this could be contributory. Uncertain whether device was being used correctly in the turbinate which might have caused the same beeping. Staff checked all connections to the wand and the celon pro unit. When beeping continued surgeon requested they convert to the coblator wand and unit he was more familiar with. Device retained for evaluation purposes and will request product rep be on hand for next few cases until surgeon is comfortable with device. No injury to patient.